Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had expired and the cause of death is unknown. It is suspected that the battery of the device possibly depleted prematurely and there was a loss of high voltage therapy. Further information was requested but was not available.